Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, intra-op, spacer broke. Spacer did not break into pieces. Reportedly, doctor wanted to insert a hook with the rods because of limit space of the pedicle. When the doctor inserted everything, he realized that there were no thread inside of the hook to tighten the construction, and had to remove everything to replace the hook. Product came in contact with the patient. No fragment of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: associated part is a trial (instrument), thus it is not intended as an implant, and does not require a thread. Instrument visually undamaged and appears to be capable of performing its intended function. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.